Event description:
It was reported that the patient's lead migrated. As a result, the patient lost effective therapy. The patient reported multiple falls. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08455. It was reported that the patient's ipg was inoperable. It is unknown if the ipg depleted prematurely. The migrated lead and ipg were replaced during the same procedure. Effective therapy was restored postoperatively.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patient reports ¿taking regular falls¿. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s.